Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. The full lead was returned and analyzed. The defibrillation conductor was distorted. (B) (4) (B) (4) full lead.

Event description:
It was reported that during the implant procedure, the coil kinked. The device was not implanted. No patient complications have been reported as a result of this event.